Manufacturer narrative:
The technician isolated the problem to the casters. He replaced the four casters to repair the bed.

Event description:
Info received indicates all the casters will swivel when the brake is set.